Manufacturer narrative:
The specimens were lithium heparin plasma, centrifuged at 3,500 rpms for 10 minutes. Qc was within the customer's established ranges prior to and after the event. A system check performed on (B)(6) 2010 passed. A field service engineer (fse) was dispatched: the fse replaced parts. The fse performed a diagnostic testing and a carryover procedure; both met published specifications. Hardware may have contributed to this event. However, a clear root cause could not be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained erroneously high troponin (accutni) results on four patient samples. Upon repeat testing on a different instrument lower results were generated for all four patients. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.